Event description:
Contacted regarding erroneously elevated accu tnl and ckmb results from 2 different patients.an elevated accu tnl result from patient a was 14.73ng/ml. The ckmb result was 22.9ng/ml.an elevated accu tnl result from patient b was 22.69ng/ml. The ckmb result was 33.4ng/ml.the accu tnl and ckmb results, from both patients, were reported out of the lab. A fresh sample was collected from patient a and tested for an accu tnl and ckmb. The accu tnl result was 0.01ng/ml and the ckmb result was 1.9ng/ml. A corrected report was issued for patient a. The original sample of patient b was retested for an accu tnl and ckmb. The accu tnl result was 0.44ng/ml, and the ckmb result was 8.5ng/ml. A corrected report was issued for patient b. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.